Manufacturer narrative:
Manufacturer reference number: (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request.

Event description:
According to the reporter, when clipping the inferior mesenteric artery during a laparoscopic rectal cancer resection procedure, "the product automatically falls off in the closed vascular tissue". The procedure was completed with a different device. Nothing fell into the patient cavity and there was no patient injury noted on this event.